Event description:
It was reported that the patient underwent an initial right total shoulder arthroplasty. Subsequently, the patient experienced a subscapularis failure. As a result, the patient underwent a revision to a reverse total shoulder arthroplasty approximately 2 years and 1 month after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-20-02 - eq square torque define screw drive kit: (B)(6), 300-30-07 - eq preserve stem 7mm: (B)(6), 300-50-15 - 1.5mm short rep plate: (B)(6), 310-00-47 - xs huml head, 47mm xs offset hum head: (B)(6), 315-35-00 - glnd kwire: (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack: (B)(6), 531-78-20 - shouldr gps hex pins kit: (B)(6), (B)(6) - gps implant kit v2: 07018523221, 314-23-13 - laser cage glenoid medium, beta: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.